Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to moisture damage keypad traces. There was no moisture damage on electronics noted. Analysis was unable to perform displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to no button response. The pump was received with scratched display window, cracked display window corner, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the pump had a button error alarm, damage, and high blood glucose. The blood glucose at the time of the incident was 348 mg/dl. Father states the insulin pump would not allow him to do anything because of the button error. He states the insulin pump also had a crack by the b button. Troubleshooting for the high blood glucose was not performed, because of the button error. The customer is on back up plan. The device will be returned for analysis.